Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the battery indicator began to appear (B)(6) 2017 at 10.30 am. The patient informed the csr that he manages her diabetes with taking insulin two times per day, she denied making any changes to her usual diabetes management regimen due to the meter issue. The patient reported that about an hour after the alleged meter issue, she developed symptoms of ¿sweaty and dizziness", she stated that she self-treated the symptoms by drinking some milk. At the time of troubleshooting, the csr noted that it was not the first time the product was being used and there was no misuse of the product. The csr documented that the patient did not have a replacement battery and that based on the information provided the battery needed replacing. The alleged meter issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.